Event description:
Home patient (hp) contacted baxter's technical service center (tsc) requesting assistance in ending patient's automated peritoneal dialysis (apd) treatment on the homechoice machine early, in fill 3/5, due to the notation of cloudy effluent. Reportedly, hp went to the emergency room that evening with abdominal pain. A culture was taken which revealed coagulate negative staph to be present. Hp was advised to administer 1 1/2 grams of cefazolin and 1 gram of fortaz intraperitoneal for 21 days. Per rn, no hospitalization was required and hp has fully recovered. Rn does not attribute peritonitis to baxter product but to patient's technique.